Event description:
Dr. Of medical clinic, implanted a medtronics synchromed pain pump in my right buttock. The pump pocket kept filling up with what he called a hematoma. Dr. Long of maps pain clinic aspirated the brown hematoma fluid from the pump pocket on multiple occasions. One day I came home from an aspiration of the hematoma fluid, and it poured out of the skin & pump incision. I called maps in a panic not knowing what was going on. They told me to come in the next day and not to go to the emergency room. I went the following day and dr, the surgeon-anestiologist and pain management dr. Scheduled surgery for me the next day to clean the pocket out. After the procedure, he told me he had cleaned the pocket out, washed the pump in antibiotics and reinserted it. In 2008, dr repositioned the pump to my abdomen as I requested. I requested this move because of difficulty I had with the hip position of the pump. I asked repeatedly for a new pump and catheter, as medtronics instructs whenever the pump is removed, but was told no. So, dr implanted the same pump in my abdomen. I again have a hematoma dr. Schultz aspirated the pump pocket once again and said hopefully your body will absorb the hematoma. My incision also split an eighth of an inch because he closed it with dermabond, even though it indicated clearly on my allergy bracelet- highly allergic to adhesives. I woke up in the recovery room with a severe headache and 5 weeks later I still have one. I did not suffer from daily headaches before this pump surgery. I still have severe pain in my abdomen and I have requested numerous times that dr remove the pump and catheter. He has told me I must keep the pump because they will not treat me with oral medications. I asked why and he replied "that is how it works here". The nurses and receptionists have been rude to me. I have told and cannot call on evenings and weekends and only limited times during office hours. I have asked at least 20 times what medication is in the pump? I have to this date have not received an answer. I have a bladder disorder, and since this pump surgery on my abdomen, have had to use self catheterization to urinate. I cry with pain as it is severe. Dr seems not to care as he always walks in the room looks and walks out. I desperately want this pump out. No matter dr's threat or consequences as he gave me to implant the pump in 2007. I need help. I know that, but dr sends letter out to his patients' doctors and hospital not to treat them. I honestly need help. The device was removed and reused on the same individual.